Event description:
Kcl infused too fast through tubing on an alaris pump. This rapid infusion occurred twice with the same patient and same tubing product. New tubing was set up for both events, with the same pump. The pump was set manually and through the "library" and infusion went in rapidly both infusions.